Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient died. The cause of death was a dissection of the common femoral artery. It is unknown whether an autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the valve was delivered through a tortuous aorta with heavy calcification on the non-coronary cusp (ncc) and calcification noted on the sinotubular junction. The delivery catheter system (dcs) access was via the left femoray artery with a diameter of 5.7mm. An inline sheath was exchanged for a larger 18fr sheath. After the valve implant and after the dcs was removed, the injury occurred when the large sheath was removed. The patient lost blood pressure. The patient could not be revived and expired. Per the physician, the dcs did not cause or contribute to the dissection.